Event description:
The pt experienced shocking/jolting sensations. She had a previous fall at which time x-rays verified the device was in the correct position. She was visiting someone at a hospital just prior to the event; she got in her car when she felt a thumping that was painful in her left leg and it moved to her right leg. This happened 3 times intermittently and stopped when the pt lied down. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).